Event description:
Pt seen for monthly scheduled visit. Lvad flowsheet indicated a pump rate of 110-120 at flows 8.5-9.5 range. Right cath and echo confirmed possible inflow valve insufficiency. Pt was admitted to the hosp in 10/02 to reactivate their transplant listing and upgrade their status. The pt was in stable condition. The pt received a heart transplantation in 2002.